Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 185 mg/dl, 285 mg/dl and 400 mg/dl at the time of incident, gave a bolus again and current blood glucose level was 332 mg/dl. Customer was assisted with troubleshooting. Customer states insulin pump alarm that it was delivering, but insulin was not absorbing in skin. Customer reports insulin pump had crack on the battery compartment opening. Customer reports no damage to the drive support cap. Customer did a self test and that passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). . Device passed the displacement test. Device received with cracked battery tube threads.